Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were different charging times with the same display on the recharger. The patient had feeling of freezing in the legs at night when at 100% charge, and felt maladjusted. It was noted the patient often took medication too late and varied in dose. The patient was advised to see their neurologist. Additional information was received indicating there was no apparent malfunction of the implantable neurostimulator (ins) but the patient suspected there was one. In addition, the patient claims they always charge the same connection intensity, different percentage charging states they achieved with the same charging time. The patient often forgets to take their medication and they felt badly adjusted.